Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment, but it was noted that the device would not stay powered-up on the tester; the main printed circuit board (pcb) assembly was out-of-specification in an electrical manner. It was also noted that the lower case and side bail covers were broken, ring bail was bent, and the heart block and heart wire contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the external pulse generator's (epg) low battery light indicator would come on even with a new battery and the output of the epg would not exceed eight milliamperes even if changed to a higher setting. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.